Event description:
Patient reported that the compact meter generated a result of 35 mg/dl without having applied blood or control solution to the test strip. Patient did not take any action based on this result. No patient injury was reported and no treatment was received. Patient did not provide the location where the unexpected result was obtained. Technical support requested the return of the suspect product and replacement product was shipped.